Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-14186. Related manufacturer reference number: 1627487-2019-14188. Related manufacturer reference number: 1627487-2019-14189. Related manufacturer reference number: 1627487-2019-14190.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14186. Related manufacturer reference number: 1627487-2019-14188. Related manufacturer reference number: 1627487-2019-14189. Related manufacturer reference number: 1627487-2019-14190. It was reported the patient¿s entire scs system was explanted due to suspected infection. This addressed the issue.